Manufacturer narrative:
(B)(4)

Event description:
A customer reported an event of an "oil leak and a burning problem" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
An asp field service engineer (fse) contacted the customer to customer to provide troubleshooting and found that the smell/odor was coming from outside the area. There was no problem with the sterrad® unit and the unit was confirmed to be working within specifications. Therefore, this file is no longer determined to be a reportable event. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue was reviewed from july 2017 to january 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The issue was resolved at the customer facility.